Manufacturer narrative:
The clinician cleaned the affected site and applied aquacel foam. The patient was hospitalized at the time of the event. Based on the available info, this event is deemed to be a serious injury. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted.

Event description:
It is reported that there was tissue damage presenting as torn skin and bleeding to the patient's leg resulting from the removal of the dressing after twenty four (24) hours of use.